Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: analysis of the returned device identified broken shell on radius, white particles, delamination of the valve, opening on valve and opening on anterior and missing shell (0-25%). Leak test and microscopic analysis was performed which identified crack opening, striated broken and sharp opening and delamination (<75% partial separation). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, a striated broken assessed as a surgical damage consist in the use of some surgical tool, a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening, missing shell assessed as an inconclusive and a delamination partial of the valve (adhesive failure).